Event description:
The customer reported that the tissues were not sealed resulting in blood loss of approx 250cc. The procedure was converted to open and was extended by over 30 mins. The pt is said to currently be okay.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2010. The return of the incident sample has been requested. To date it has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.